Event description:
Broken eyelid on needle. The eyelid of needle broke during the procedure. Shoulder surgery. Pt was not injured during procedure. Change out needles and used another needle. Needle able to return.